Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leakage. The fse indicated a small leakage was found from the regulator. The fse re-fixed the connector and the unit passed all performance run/service mode test. The unit was then returned to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leakage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.